Manufacturer narrative:
Evaluation summary: it was caused due to excess force on the nozzle. We received the defect and conducted the following investigation and repair. Observations: air/water nozzle loosened, u/d pulley wire stretched, r/l pulley wire stretched. Repair: replaced the air/water nozzle, u/d pulley wire, r/l pulley wire. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred before use. There was no report of patient harm. The nozzle is loosened and lost but found by the user. The nozzle is within the case with the scope. We asked for the reprocessing details.